Event description:
It was reported that the syringe plunger became "stuck halfway through" an injection.

Manufacturer narrative:
The reporting facility indicated that the needle cap was difficult to remove and that its safety mechanism "gets stuck while moving up and down." No serious injury or adverse impact to patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation. Visual and functional testing of samples was unable to reproduce or confirm the reported problem/issue as all syringe samples tested worked as intended. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.